Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of a homechoice cassette and a heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill two of five. The patient was connected at the time of the alarm. The care giver (cg) stated the heater bag had disconnected from the line and solution had leaked out. The renal therapy service agent (rtsa) assisted the cg in ending therapy. Product surveillance contacted the cg regarding the reported event. The cg stated they had not seen any damage to the over pouch or shipping carton. There had not been any damage to the connections, however, the cg advised the connections had seemed looser than normal that evening. The rtsa reviewed proper procedures with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.